Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Patient stated u-500 insulin was used with the omnipod system which is considered off-label use. The marketed and released device is only intended to be used with u- 100 insulin. This user warning is in the applicable labeling as referenced below: omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16, introduction / page x: warning: the omnipod system is designed to use rapid-acting u-100 insulin. The following u- 100 rapid-acting insulin analogs have been tested and found to be safe for use in the pod: novolog®/novorapid®, humalog®, or apidra®. Novolog® is compatible with the omnipod system for use up to 72 hours (3 days). Before using a different insulin with the omnipod system, check the insulin drug label to make sure it can be used with a pump. Refer to the insulin labeling and follow your healthcare provider¿s directions for how often to replace the pod.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 289 mg/dl while wearing the pod longer than 48 hours. The patient reported cannula dislodging from the pod site, while wearing it on the arm. For treatment, the patient gave correction boluses. The patient was sweating.